Event description:
It was reported to medtronic neurosurgery that on (B)(6) 2010 the patient had their first shunt implanted. On (B)(6) 2011 the peritoneal catheter of the shunt was found to be broken and located in the patient's abdomen. This event was reported by medtronic neurosurgery in medwatch report# 2021898-2011-00246. In (B)(6) 2013, the patient's second peritoneal catheter had broken and needed to be revised. The exact date was not reported. It was also reported that the patient was sent to a hospital in (B)(6) for further treatment.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.